Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental report will be filed upon the completion of the device evaluation and complaint investigation.

Event description:
A customer reported while using an ia-2000-s lightwave suction ablator in an acl arthroscopy, the device melted. A 15-minute surgical delay occurred as the surgical site was explored to assure no debris was left behind. A new cautery tip was used to completed the procedure as intended. This incident did not cause harm or injury to the patient. This report is raised on the basis of a reported device malfunction with potential for injury with recurrence.